Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent kinked.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in the common bile duct for endoscopic retrograde pancreatic drainage (erpd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent was deployed; however, it was noted that the distal tip was kinked. There were no patient complications reported as a result of this event.